Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer over filled the cartridge with insulin. Tandem technical support informed the customer that over filling the cartridge with insulin is off label per the tandem user guide. Customer¿s blood glucose level was 120 mg/dl. Customer continued to use the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.